Manufacturer narrative:
Section a2: year of birth: 1963. Section a3a, a3b: sex, gender: unknown/not provided. Section a4: weight: unknown/not provided. Section a5: ethnicity: unknown/not provided. Section a6: race: unknown/not provided. Section d6a: if implanted, give date: not applicable, as lens was inserted and then removed in the same procedure. Section d6b: if explanted, give date: not applicable, as lens was inserted and then removed in the same procedure. Section e1 address1: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during cataract surgery, after implantation of a three piece non-preloaded monofocal intraocular lens (iol) in the right eye, the lens became milky white intraoperatively. The doctor immediately removed the affected iol and replaced with a backup iol of the same model, which remained clear with no signs of opacification. The explanted iol reportedly returned to a clear state after removal. There was no patient injury was reported. The device did not cause or contribute to the event. The patient outcome was reported as planned.